Manufacturer narrative:
It was also reported that the patient underwent excision of exposed vaginal mesh and vaginal apex revision on (B)(6) 2009 due to vaginal mesh erosion.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to progressively worsening vaginal prolapse. Following insertion the patient experienced pain, erosion, infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh removal on 11/04/2009 due to bleeding and erosion and mesh removal on 05/06/2011 due to continued bleeding and eroding of mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to FDA: 12/28/2016.